Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an left atrial appendage occlusion (laao) procedure, the patient experienced an atrioventricular block. The viewflex ice catheter was introduced into the right femoral vein and proceeded up the inferior vena cava to the right atrium. The catheter was then advanced into the right ventricle to study the patient's anatomy. A few moments later, the patient went into atrioventricular block. Chest compressions were started and a temporary pacemaker was introduced to stabilize the patient. Once the temporary pacemaker was placed, the patient's rhythm returned to normal. After stabilizing the patient, the procedure was continued without any further issues. It was thought that placing the ice catheter into the right ventricle induced a temporary right bundle branch block which led to the atrioventricular block. Upon completing the laao, the temporary pacemaker was removed and the patient was transferred to the cicu for monitoring before discharge.